Event description:
In (B)(6) 2013, posterior lumbar interbody fusion (plif) was performed with expedium hardware and a concorde bullet cage for l4/l5 of spinal canal stenosis. After plif, it was reported that the cage had backed out of the disc space post operatively. Revision surgery was performed on (B)(6) 2013 and the cage was removed.

Manufacturer narrative:
Depuy synthes spine does not use therapy dates as required. As a result, today's date has been entered into the required field. A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Device was not returned to the complaints handling unit for evaluation. While it was initially identified that the product device was available it was confirmed with the affiliate on (B)(6)2013 that the complaint product has been disposed at the hospital. A device history record (DHR) review could not be conducted as the lot number of the device is unknown and has been disposed by the hospital. A 12-month review of the complaint trend analysis for the concorde bul par 9x9x23 was conducted with no systemic trends identified. Without the product device we are unable to confirm the reported issue or identify the root cause. In the absence of a product device, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.